Event description:
The premounted stent, cypher stent, would not cross the lesion. The stent catheter was pulled back to the guide catheter. The stent would not go back into the guide catheter. The stent catheter (with stent in place, observed on balloon under fluoro), interventional wire, and guide catheter were attempted to be removed from the pt as a unit. The stent became dismounted from the stent balloon catheter at the sheath site in the right groin, requiring surgical intervention.